Event description:
A user facility facility administrator (fa) reported a crit line separation between the dialyzer and twister line, causing the patient to lose blood. The fa reported the crit-line did not thread easily onto twister lines, causing a malfunction. The machine itself never alarmed. Upon follow-up, the fa stated staff ound the crit line untwisted and detached from between the arterial end of the 180nre dialyzer (lot number unknown) and the blood chamber, and caused a blood leak to occur. The fa believed the crit-line did not thread easily onto twister lines and somehow untwisted during treatment. The fa stated the event occurred an hour and a half after initiation of hemodialysis (hd) treatment. The hemodialysis (hd) machine, a 2008t, machine did not alarm with any blood leak alert. The patient was dialyzing using fresenius bloodlines. Immediately following the event, treatment was halted and the patient's blood was not returned. The estimated blood loss was approximately 300 ml. Immediately following the event, the patient was sent to the emergency room (ER) as a precaution and for observation. The fa stated no medical intervention was required and the patient remained stable. The patient's hemoglobin (hb) count was 11.4 g/dl pre-treatment and 8.3 g/dl post-treatment. The machine has remained in service. The fa stated there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was released from the hospital the same day and as of (B)(6) 2026 the patient's hb count is 11.9 g/dl. The blood chamber was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Eight lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) reported on one of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility facility administrator (fa) reported a crit line separation between the dialyzer and twister line, causing the patient to lose blood. The fa reported the crit-line did not thread easily onto twister lines, causing a malfunction. The machine itself never alarmed. Upon follow-up, the fa stated staff ound the crit line untwisted and detached from between the arterial end of the 180nre dialyzer (lot number unknown) and the blood chamber, and caused a blood leak to occur. The fa believed the crit-line did not thread easily onto twister lines and somehow untwisted during treatment. The fa stated the event occurred an hour and a half after initiation of hemodialysis (hd) treatment. The hemodialysis (hd) machine, a 2008t, machine did not alarm with any blood leak alert. The patient was dialyzing using fresenius bloodlines. Immediately following the event, treatment was halted and the patient's blood was not returned. The estimated blood loss was approximately 300 ml. Immediately following the event, the patient was sent to the emergency room (ER) as a precaution and for observation. The fa stated no medical intervention was required and the patient remained stable. The patient's hemoglobin (hb) count was 11.4 g/dl pre-treatment and 8.3 g/dl post-treatment. The machine has remained in service. The fa stated there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was released from the hospital the same day and as of (B)(6) 2026, the patient's hb count is 11.9 g/dl. The blood chamber was discarded and was no longer available to be returned for manufacturer evaluation.